Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjohuntleigh, a branch of arjo ltd. Med ab (B)(4). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 arjohuntleigh received a customer complaint where it was indicated that nursing staff on required the ability to transport a critically ill patient. When shutting off the power supply the mattress deflated. Nursing staff reported that when turning the power back on the mattress was deflating on one side. It was indicated that the patient arrested twice and passed away. Date of death was indicated to be (B)(6) 2016. The equipment was found to be in good condition and working, with no faults apparent. The staff were not aware that the bari breeze system does not have a transport mode and when shutting off the power supply the mattress deflated.

Manufacturer narrative:
An investigation was carried out into this complaint. Based on the information gathered, it appears most likely that the bari breeze mattress deflated as the nurse turned off the power supply to have the ability to transport a critically ill patient. It was indicated that the staff were not aware that the bari breeze system does not have a transport mode and when shutting off the power supply the mattress deflated. Review of reportable complaints for bari breeze showed that there are no related events. Therefore, the incident described above seems to be an isolated event to date. It can be established that the bari breeze system was being used for patient handling at the time of the event and in that way contributed to the outcome of the event. The system (mattress and pump) were found to work as intended and to meet its specification. Following the event description, we can state that lack of product knowledge and going further, lack or insufficient training provided for the staff involved, contributed to the event mattress deflation. We can state that the event did not cause the patient's death. Based on the facility statement the patient involved in the incident was "critically ill" and "arrested twice". We can confirm that at the time of patient's passing, the alternating surface was functioning as per its intended use and did not contribute to a condition of a patient. We can also confirm that there were no resulting injuries in respect of pressure ulcers found on the patient. The bari breeze instruction for use (IFU) contains crucial information: "this manual is your introduction to the bari breeze® system. Use it to initially set up the low air loss system, keep it as a reference for day to day routines, and as a guide to maintenance." "The bari breeze pump is fully programmable and provides the following modes of operation: static mode (default) when turn therapy settings are set to x , the system remains flat, providing a continuous low pressure surface. Turn (rotation) mode provides an angled suport surface to assist with nursing procedures. Firm mode (maxflow) provides a firm suport surface (for 15 minutes) to facilitate nursing procedures and/or patient handling." In the instruction for use there is no information about the transport mode function because it does not exist in this model. The bari breeze is a low air loss product and a transport would not work as the cells have micro holes in them which creates the low airloss. Once the device is turned off the mattress deflates. Moreover, it was reported that nursing staff turned the power back on and that the mattress was deflating on the one side. This is because the involved and heavy patient ((B)(6)) was still lying on the mattress. From the information available, we find it most likely that the event was caused by use error. It was confirmed that the system was working in accordance to specification, therefore it appears most likely that inadequate usage of the system contributed to the event. As a reminder of the contents of the IFU that states that the device operator must be knowledgeable, it can be suggested to remind the facility to train its staff against the use of the products before the first use. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.